Event description:
A nurse reported that the air valves in the 23 ga paks are getting stuck. No information was provided regarding patient impact. Additional information has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is the first complaint reported for this issue. This is the first complaint reported against the finished goods lot and the device history record (DHR) review shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause cannot be determined. (B)(4).